Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis. The customer¿s blood glucose level of 495 mg/dl. The customer did not experience any symptoms or treatment result of high blood glucose event. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump downloaded properly to the carelink software noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. (B)(4).